Event description:
In 2006 the lay patient contacted lifescan (lfs) alleging that his one touch ultra meter powered on, but turned off during the test. The medical affairs specialist (mas) sent a letter to the patient after attempting to contact the patient by phone on two different days at differnet times. The following information was provided during the initial call to lifescan: the patient stated he had to "have emergency services" twice, once during the last week of march 2006 and again during the week of may 2006 while he was unable to test with the reported meter. He had taken his metformin and glyburide medications after attempting to use the lfs meter. The patient's specific diabetes treatment regimen was not provided. No information was provided on the patients symptoms at the times of concern. However, ems was called and ambulance readings of 34,23 and 59 mg/dl were obtained; the specific date and time of each reading was not provided. The he patient received IV fluid treatment and he received assistance in he ER. The patient took the meter to pharmacy where he was advised to contact lfs regarding the meter. The customer care advocate (cca) walked the patient through pressing the power button and the meter turned on. The cca walked the patient through inserting a test strip all the way into the test strip port and the meter did not turn on. The meter, test strips, and control solution were replaced.